Event description:
A patient received 7 appropriate shocks during vt. The arrhythmias were converted to a slower rhythm. The patient remained in vt after the 7th lifevest treatment. Motion/tactile artifact and rb delayed and prevented the lifevest from providing additional treatment until the lifevest was shut down. One (possible) non-lifevest treatment is seen in lvn. Lifevest intended to treat life-threatening ventricular arrhythmias. The failure to convert a shock is a known and potentially adverse outcome of defibrillation therapy.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatment event.